Event description:
It was reported that the device failed volume test 2 times at 18.57ml and 18.66ml after replacing sets. Device will be sent back to ICU a third time for further evaluation and repair. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device, customer's reported problem "device failed volume test 2 times at 18.57ml, 18.66ml after replacing sets" was not verified by functional testing. The cause is unknown. No actions taken to correct the issue. Cadd legacy device passed all functional tests. Service history review identified that the device was here june 2024 for air detector issue.